Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -9.00/1.5/91 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to excessive vault the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
D4 - "vicm5 12.6" should be corrected to "vticm5 12.6" in the initial MDR. (B)(4).